Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to a failed left hip arthroplasty secondary to metallosis.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 3010536692-2014-01036, -01037, -01039, -01040. This report will be updated when investigation is completed.